Manufacturer narrative:
DHR, complaint history review. Evaluation summary: visual inspection indicated that the device was returned in used condition. Minor visual discrepancies indicated normal use of the device. There were two nicks on the outer rim of the trial there were no visible fractures. Inspection of the inner threads indicated that the threads were stripped out. The device mfg history record indicates no reported discrepancies. A review of the product experience reporting database indicates that there have been previously reported events where these new window trials have stripped out. The results of previous investigations indicate that the stripping occurred due to ross threading of the impactor with the window trials.

Event description:
It was reported that "the acetabular trial stripped threads and also the outer rim fractured."